Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2014 with the following findings: there was a no cartridge detected alarm observed in the black box history. A no cartridge detected alarm was emitted during testing. The force sensor calibration was out of specification and the sensor was observed to be contaminated with a green substance when the case was removed. Unrelated to the original complaint, the display was faded and discolored. Also unrelated, there was a crack in the battery compartment. There was no moisture or corrosion found in the pump when the case was removed. The battery cap threads were stripped and the returned battery cap could not be used for testing; therefore, a test cap was used.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the load step did not stop and the pump expelled all of the insulin left in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.